Manufacturer narrative:
The reported event, saw gets warm, was confirmed. Through functional and visual inspection, the technician observed the device to heat up due to failure of multiple worn components. The armatures and bearings were worn and the cord was cut with no exposed wires. Further disassembly revealed worn brushes, and worn output shaft assembly and hood assembly. The armature, bearings, brushes, output shaft assembly, and all other worn components were replaced and the device was returned to the customer.

Event description:
It was reported that the cast cutter is warming up during a cast removal procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the cast cutter is warming up during a cast removal procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.